Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty filling their cartridge with insulin. When the customer inserted the syringe in the cartridge, they were unable to press the plunger down. There was no impact to the customer's blood glucose level. Customer was able to fill a new cartridge successfully.